Event description:
The customer reported a fluid leak of deionized water from the left unicel closed tube aliquotter (ucta) probe of a unicel dxc 660i synchron access clinical system. The leak was contained within the instrument. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) replaced the valve to resolve the issue with the leaking left unicel closed tube aliquotter (ucta) probe. The fse verified instrument operation. Beckman coulter (bec) internal identifier for this report is (B)(4).